Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the ¿attendant doing continuous ambulatory peritoneal dialysis without proper training¿. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with intraperitoneal ceftazidime 1 gram, once a day (duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis catheter was removed and dianeal therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.